Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system were implanted for the endovascular treatment of an abdominal aortic aneurysm. The 3d reconstruction noted that the proximal infrarenal neck measured 35 mm in diameter. The external iliac artery measured 6-7 mm in diameter with plaque. The common femoral artery measured 7-8mm in diameter with posterior plaque. The right distal common iliac artery measured 15 mm in-graft diameter and left distal common iliac artery measured 22 mm in diameter. It was reported that type I endoleak was confirmed in the 3d reconstruction by the physician. No clinical sequelae were reported and the patient is being monitored by physician.

Manufacturer narrative:
(B)(4)

Event description:
Additional information reported that the cause of type I endoleak was due to neck dilatation. Films review confirmed the reported event; a migration and a resulting type ia proximal endoleak were observed on the still angiogram images provided. The aortic neck diameter was significantly greater than the stent graft diameter, therefore, the likely cause of the migration, that resulted in type ia endoleak, is disease progression.